Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was report that the PICC was broken. Further information has been requested but not received.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken PICC was inconclusive due to the sample condition. A sticker from the product label with product code 6918518 and lot #rebs0712 was provided for investigation. The sticker confirmed the lot number, but no other complaints were reported from this lot. Since the physical sample was not returned, the cause of the reported event could not be determined. Potential contributing factors include sharp instrument damage, flexural fatigue, tensile damage, and burst damage; however, the lack of a returned catheter prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebs0712 showed no other similar product complaint(s) from this lot number.

Event description:
It was report that the PICC was broken. No additional information provided.